Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.6 smartphone hardware: iphone13.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being found unconscious, convulsing and sweating by family members and was rushed to the hospital for "severe hypoglycemia." Patient was reportedly not receiving alerts on their phone to notify them of the low glucose levels. Blood glucose levels measured 39 mg/dl when the patient arrived at the hospital. Glucose was administered intravenously for treatment. The pod was worn on the patient's abdomen for between 4 and 24 hours. Pod was discarded and the patient was discharged after 4 to 5 hours.